Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse replaced the dilution well, the inserts, and sample manifold. The cse configured the dilution well speed, adjusted the probe angle, and verified that foam was not being formed in the dilution well after the service actions. The cse confirmed that preventive maintenance was up to date on instrument. The instrument files were collected during the service. Siemens headquarters support center (hsc) is reviewing the instrument files. Siemens is investigating the issue. MDR 2247117-2020-00001. MDR 2247117-2020-00002, MDR 2247117-2020-00003, and MDR 2247117-2020-00005 were filed for the same event.

Event description:
One discordant, (B)(6) result was obtained for herpes simplex I/ii igg (hvg) on immulite 2000 xpi. The initial result was not reported to the physician(s). The sample was repeated using the same immulite 2000 xpi. The repeat result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) hvg result.

Manufacturer narrative:
The initial MDR 2247117-2020-00004 was filed on 14-jan-2020. Additional information (3-feb-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer and siemens customer service engineer (cse). Hsc reviewed the instrument files and found no reagent or sample level issues, and no instrument errors for the false negative patient results. There was no evidence of product nonconformance on the instrument as the service actions performed were routine troubleshooting. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required. Sections h6 and h10 were updated to reflect the additional information. MDR 2247117-2020-00001-s1, MDR 2247117-2020-00002-s1, MDR 2247117-2020-00003-s1, and MDR 2247117-2020-00005-s1 were filed for the same event.